Event description:
An 8f angio-seal sts plus was selected for use from a pyxis storage unit, following the placement of a drug-eluting stent in the left anterior descending artery, accessed with a 7f procedural sheath and coronary guide catheter. Post-intervention, the angio-seal hemostasis sheath/locator assembly was reportedly inserted into the right femoral artery, until the sheath hub was at the level of the patient's skin. When the locator and guidewire were pulled for withdrawal, a reported kink in the locator created resistance during removal. Following manual manipulation of the device to release the arteriotomy locator, the sheath separated from the hub and remained in the patient. The physician attempted retrieval with a snare after balloon occlusion of the external iliac artery, but after significant blood loss, and transfusing 4 units of blood, the patient was scheduled for surgery. Later during transfer to surgery, the patient experienced st-elevation. An emergency angiography revealed occluded coronary stents, and the patient went into cardiac arrest and expired.

Manufacturer narrative:
Three photographic images of components consistent with an 8f angio-seal carrier tube assembly, hemostasis sheath, and a locator were reviewed. The following visual review is based solely upon the three aforementioned photographs, as the device components were not returned for analysis. The images show a hemostasis sheath that appears to have had the tubing detached just distal to the hemostasis sheath sleeve leaving a ribbon of stretched material where the tubing had been detached. The damage to the sheath tubing and the ribbon of material remaining suggests the tubing was forcibly separated. Also seen is three-quarters of the locator distal portion and it appears that the locator had been bent in one direction at the blood inlet holes. Our investigation included the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Since the relevant components were not returned for analysis the cause of the incident remains inconclusive. The user reported that the device was housed in a pyxis unit, lighted with ultra violet (uv) lights. The instructions for use (IFU) states that the device should not be stored under uv light. Sjm has no record indicating the physician has undergone training certification on the use of the angio-seal sts plus. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.